Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that intermittent cartridge load issues and that a cartridge was leaking. Customer's blood glucose (bg) level ranged between 263 mg/dl and "high". Customer declined to provide additional information and further troubleshooting with tandem technical support regarding bg level. Reportedly, the customer had an alternate pump available for insulin therapy.